Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system had a communication failed error message. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.